Manufacturer narrative:
Voluntary medwatch report received: mw5163275.

Event description:
Voluntary medwatch received states the lead was explanted due to infection. The patient experienced no consequences.